Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the key board is damaged; it is noted the device passed all incoming functional tests. Analysis also found the upper case and one side bail cover are broken, one side bail cover and one side bail are missing, and the ring cover is contaminated. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Correction: further review prompted a change in the evaluation conclusion. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer for trade-in, analyzed and tested out of specification. No patient involvement was reported.